Event description:
It was reported that pump touchscreen was unresponsive and appeared frozen, preventing customer from interacting with screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed reset, and was then able to interact with pump screen successfully.